Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. Customer stated the site was actively bleeding. Customer reported green led light on charger. The customer blood glucose level was 33.3 mmol/l. The customer was assisted with troubleshooting. The customer was treated with bolus for high blood glucose. Customer changed the battery of the transmitter keeps going flat. It was unknown that the customer did used to auto mode feature at the time of event. The insulin pump will not be returned for analysis.